Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was rejecting new batteries indicating blank display. Customer is also reporting keypad anomaly because buttons must be pressed harder as battery drains. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.